Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show channels with high impedance. The family wants to pursue re-implantation. The patient will follow-up with the surgeon.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode under reinforced section likely caused by minute device mobility was determined to have led to device failure over time. In addition, the patient's medical history indicates possible self-injurious behaviour, which probably led to the mobility and breakage of the active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed channels with high impedance. The patient has been re-implanted.